Event description:
Customer reported that suction loss occurred during the raster pattern cycle during laser surgery on a (B)(6) year old male patient's left eye. The equipment used was an intralase femtosecond laser. The customer tried to re-attain suction by using a different suction ring and syringe on each attempt, three attempts were made with no change. The surgeon decided to abort the procedure and the patient was to return the next day to re-attempt the procedure. The surgeon planned to use a new pi (patient interface) kit, cone and suction ring/syringe. Amo's application support manager discussed programming 40 um (micron) deeper with the location contact. There was no injury to patient reported.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.